Event description:
It was reported that asymptomatic patient presented in clinic after receiving an alert for multiple non-sustained oversensing episodes. Review of stored egm revealed post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable post change.